Manufacturer narrative:
The customer checked the sample integrity and did not see any bubbles or fibrin. The customer confirmed the sample volume was ok. The customer cleaned the tip of the sample/reagent probe. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient tested on a cobas e 411 rack. Prior to patient testing, the qc was acceptable. The patient's initial hcg result was reported outside the laboratory. The patient's physician questioned the reported result and requested repeat testing. The customer performed repeat testing with the patient's sample on the same analyzer. On (B)(6) 2021, the patient's initial hcg result was 1.63 iu/l with a data flag. On (B)(6) 2021, the patient's repeat hcg result was 263.4 iu/l with a data flag. The customer determined the repeat result was correct and a correct report was provided. The hcg reagent lot number was 528065 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The customer confirmed rack adapters were not used for 13 mm sample tubes. Per product labeling, "incorrect results and errors due to misaligned sample tubes: not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The field service engineer proactively replaced a nozzle and the printed circuit board for liquid level detection. The investigation did not identify a product problem.